Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to dehydration and hypotension. The discharge summary revealed the patient was admitted to the intensive care unit (ICU) on (B)(6) 2025 to rule out sepsis versus septic shock. The patient was recently transferred from another medical institution after the patient¿s hypotensive state required intravenous (IV) levophed (dose, duration, frequency not provided). Upon admission the patient¿s vasopressor was replaced with vasopressin due to frequent pvcs and bigeminy, and an electrocardiogram (EKG) revealed the patient was also suffering from atrial fibrillation. Although the specifics are limited, it appears the patient¿s need for vasopressors resolved and the patient was downgraded to a regular medical unit. The discharge summary confirms the patient was admitted with suspected sepsis versus septic shock and was empirically treated with intravenous cefepime, vancomycin, and micafungin (dosages, frequencies, durations not provided). It should be noted that the patient had a suspected history of candida peritonitis; therefore, a peritoneal effluent fluid culture was collected, however it was negative for growth. Regardless, the patient¿s antibiotics regimen was continued, until infectious disease (ID) was consulted and recommended the IV cefepime be discontinued. The patient also had blood cultures obtained which were negative. As a result, ID recommended all antibiotics could be discontinued at the time of discharge. Prior to discharge the patient's blood pressure improved greatly, and he no longer required any blood pressure support. He was also prescribed supplemental potassium as his potassium was persistently low, and follow-up appointments with cardiology (possible restart of eliquis and amiodarone), gastroenterology (address esophagitis), endocrinology (discuss insulin dosages), nephrology and his primary care physician. The patient was discharged on (B)(6) 2025 and continues to undergo ccpd following discharge (including while hospitalized). The patient¿s discharge diagnoses included sepsis, sepsis shock, and lactic acidosis of unknown origin (despite earlier reports of the patient being diagnosed with fungal peritonitis), as it was discovered the reference to a candida peritonitis was a documentation error.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypotension, lactic acidosis, atrial fibrillation, and sepsis vs. Septic shock, which warranted hospitalization, IV vasopressors, and the administration antibiotics. Despite reviewing the discharge summary, the etiology of the serious adverse events remains unknown; therefore, causality could not be established. Despite the lack of causality, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. ¿patients with kidney failure are at a higher risk of acquiring infections than the general, and septicemia is one of the most severe types of these infections. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to dehydration and hypotension. The discharge summary revealed the patient was admitted to the intensive care unit (ICU) on (B)(6) 2025 to rule out sepsis versus septic shock. The patient was recently transferred from another medical institution after the patient¿s hypotensive state required intravenous (IV) levophed (dose, duration, frequency not provided). Upon admission the patient¿s vasopressor was replaced with vasopressin due to frequent pvcs and bigeminy, and an electrocardiogram (EKG) revealed the patient was also suffering from atrial fibrillation. Although the specifics are limited, it appears the patient¿s need for vasopressors resolved and the patient was downgraded to a regular medical unit. The discharge summary confirms the patient was admitted with suspected sepsis versus septic shock and was empirically treated with intravenous cefepime, vancomycin, and micafungin (dosages, frequencies, durations not provided). It should be noted that the patient had a suspected history of candida peritonitis; therefore, a peritoneal effluent fluid culture was collected, however it was negative for growth. Regardless, the patient¿s antibiotics regimen was continued, until infectious disease (ID) was consulted and recommended the IV cefepime be discontinued. The patient also had blood cultures obtained which were negative. As a result, ID recommended all antibiotics could be discontinued at the time of discharge. Prior to discharge the patient's blood pressure improved greatly, and he no longer required any blood pressure support. He was also prescribed supplemental potassium as his potassium was persistently low, and follow-up appointments with cardiology (possible restart of eliquis and amiodarone), gastroenterology (address esophagitis), endocrinology (discuss insulin dosages), nephrology and his primary care physician. The patient was discharged on (B)(6) 2025 and continues to undergo ccpd following discharge (including while hospitalized). The patient¿s discharge diagnoses included sepsis, sepsis shock, and lactic acidosis of unknown origin (despite earlier reports of the patient being diagnosed with fungal peritonitis), as it was discovered the reference to a candida peritonitis was a documentation error.